Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned, with dried body fluid noted in the lead lumen. Cuts in the insulation were observed at 430 mm and 432 mm from the terminal pin. No further observations were noted.

Event description:
--

Event description:
Boston scientific received information that this lead was attempted to be implanted. It was noted that while flushing the lead, it appeared to have a hole in it. At this time, no adverse patient effects were reported as a result of this clinical observation. The lead was to be returned for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.